Manufacturer narrative:
The investigation for the reported product damage (cannula kink) has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the product damage (cannula kink) was due to improper technique used resulting in kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient of unknown race/ethnicity noted as high-risk percutaneous coronary intervention was attempted to be implanted with an impella cp device for mechanical circulatory support. During placement, the pump was found to have a noticeable kink. The team attempted to insert and use the pump, but the flow rates were less than desirable. The pump was explanted and exchanged for a new pump. No patient harm was reported.